Manufacturer narrative:
Part of the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The distal anchor and proximal anchor were not returned. The distal plug was returned, with no visual defect, on the device. Bio debris is present. There is no other visible deficiency. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal plug and rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A material assessment could not be performed due to the reported part of the device not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the failure include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the tip of the healicoil knotless broke when entering the joint. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. The back up device was used in the original bone hole, so there was no void left in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).